Event description:
As reported by the field clinical specialist (fcs), approximately 1 year, 6 months, and 12 days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve, the 26 mm sapien 3 ultra valve was post-dilated using a 26 mm commander delivery system due to paravalvular leak (pvl). It was indicated that the pvl was due to an annular calcium nodule. An additional 1.5 cc of volume was used to post-dilate the valve. While the pvl was almost completely resolved with the post-dilation, it was noted that there was moderate to severe central aortic insufficiency (ai). As a result, a decision was made to implant a new 26 mm sapien 3 ultra valve to resolve the central ai. The new 26 mm sapien 3 ultra valve was successfully implanted and the central ai resolved. The echo gradient was 3 mmhg. Additional information was provided revealing the patient was symptomatic with a heart failure (hf) admission with worsening anemia weeks prior to the post-dilation procedure. The pvl was noted to be mild to moderate post tavr procedure and then it had increased to moderate. Subsequently, the pvl worsened, and it was believed to be a contributor to the patient's heart failure. It was not believed that the patient was having hemolytic anemia as the patient's hemoglobin levels were able to be increased with infusion of iron. A decision was made to post-dilate the valve to treat the pvl and the central ai was only present after post-dilation of the valve.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve/pre-stent and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves. The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient factors (annular calcium nodule) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. The investigation is ongoing.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information received and additional information from the investigation. The following sections of this report have been corrected/updated: h6 (component code, device codes, type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation as it remained implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery provided for evaluation. A review of the transesophageal echocardiogram (tee) shows both central regurgitation and paravalvular leak (pvl). The pvl was mild to moderate and located posteriorly and slightly lateral. There were several central jets observed and the total was mild. The medial leaflet facing the non-coronary side was difficult to observe due to artifacts, but it appeared to be thickened at the base and may not be moving well. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the central regurgitation, leaflet thickened/hypoattenuated leaflet thickening (halt), and leaflet motion restriction that resulted in a valve-in-valve being performed were confirmed based on the provided imagery. A review of the device history records (DHR), lot history and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint events. A review of the IFU revealed no deficiencies. During the manufacturing process, the sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "approximately 1 year, 6 months, and 12 days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve, the 26 mm sapien 3 ultra valve was post-dilated using a 26 mm commander delivery system due to paravalvular leak (pvl). It was indicated that the pvl was due to an annular calcium nodule. An additional 1.5 cc of volume was used to post-dilate the valve. While the pvl was almost completely resolved with the post-dilation, it was noted that there was moderate to severe central aortic insufficiency (ai). As a result, a decision was made to implant a new 26 mm sapien 3 ultra valve to resolve the central ai. It was noted that the central ai was only present after post-dilation of the valve. Imagery was provided for evaluation. A review of the transesophageal echocardiogram (tee) shows both central regurgitation and pvl. The pvl was mild to moderate and located posteriorly and slightly lateral. There were several central jets observed and the total was mild. The medial leaflet facing the non-coronary side was difficult to observe due to artifacts, but it appears to be thickened at the base and may not be moving well." Regarding the leaflet thickened/halt, hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g., stenosis), non-structural dysfunction (e.g., pannus), or thrombosis (formation of blood clots on the valve). Although a definitive root cause was unable to be determined at this time, the event could be due to patient factors not provided. Regarding the central regurgitation and leaflet motion restriction, per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the valve leaflets/restricted leaflet motion and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. In this case, the central regurgitation was reported after the post-dilation with an additional 1.5 cc (from nominal volume), which could over expand the valve leading to leaflet motion restriction and central regurgitation as reported. As such, the available information suggests that procedural factors (post-dilation) may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.